Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio pro meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call to the patient. The patient reported that in (B)(6) 2018, at 04:00pm he obtained a result of ¿400mg/dl¿ which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿one hour¿ after the issue occurred, he developed symptoms of ¿sleepy, hungry and angry¿ and denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced. This complaint is being reported because the patients alleged symptom of ¿sleepy¿ meets lfs criteria of a serious hypoglycemic adverse event, which occurred after the alleged product issue began.